Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision got worse") and fatigue ("fatigue"). On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced wound haemorrhage ("bleeding from her wound from the (B)(6) 2016 surgery"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (plaintiff underwent abdominal hysterectomy laparoscopy, bilateral salpingectomy laparosc, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma, ovarian cyst and migraine was resolving, the wound haemorrhage, headache, dysmenorrhoea, visual impairment, fatigue and weight increased outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, visual impairment, weight increased and wound haemorrhage to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after surgery, left with permanent scars diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: device placement was successful. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received- new event migraines, headaches, dysmenorrhea (cramping), vision got worse, fatigue, weight gain, hair loss were added. New reporter, patient information, lab data, concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 43-year-old female patient who had essure (batch no. A47949,a47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, snoring, fatigue, vaginal bleeding, nausea and appetite lost. Ethnicity african american. *(B)(6) 2016 CT abdomen and pelvis with IV contrast findings abdomen pelvic: lung bases are clear bilaterally. There are a few left adnexal cysts present uterus is boggy and there are 2 linear metallic densities in region of the fallopian tubes most likely secondary to previous surgical procedure. There are a few left adnexal cysts present. Uterus is boggy and there are 2 linear metallic densities in region of the fallopian tubes most likely secondary to previous surgical procedure. Multiple phleboliths. Unremarkable abdomen pelvis. On (B)(6) 2016, surgical pathology report showed container labeled ", uterus, cervix, bilateral fallopian tubes." Specimen consists of a 160 gm uterus with attached cervix and bilateral fallopian tubes. The uterus measures 7 x 6.8 x 4.5 cm with attached cervix measuring 3.6 x 3.4 x 1.8 cm. There is a centrally located os measuring 0.5 cm in diameter. The cervical mucosa is smooth and pink. Sectioning of the uterus revealed an endometrial cavity lined by a thin pink endometrium measuring up to 0.1 cm in thickness. The myometrium measures up to 2.5 cm in thickness. The myometrium measures up to 2.5 cm in thickness. The left fallopian tube measures 7 cm in length up to the fimbriated end. There is a para tubal cyst proximal to the fimbria measuring 1 cm in diameter. Sections contain clear fluid. The cystic wall is smooth with no gross area of papillation. Sectioning of the fallopian tube revealed a gray transected lumen. No gross mass present. The right segment of fallopian tube measures 5.5 cm in length up to the fimbriated end. There is a para tubal cyst proximal to the cystic duct measuring 0.6 cm in diameter. The cyst contains clear fluid. The cystic wall is smooth. Sectioning revealed a gray transected lumen. No gross mass present. On sectioning of both of the fallopian tubes, there is a coiled wire in the lumen. Representative sections from a1- a6. Concurrent conditions included obesity, abdominal pain, palpitation, poor vision, dizziness, presbyopia, chest pain, shoulder pain, sleep apnea, pain in arm, musculoskeletal pain, menstrual cycle abnormal, oligomenorrhea, pain in hip, weight loss, uterine enlargement, stomach pain, anxiety and behavioural disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, metoprolol tartrate, naproxen, sumatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision got worse") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced wound haemorrhage ("bleeding from her wound from the (B)(6) 2016 surgery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"), ovarian cyst ("ovarian cysts"), migraine ("migraines/ migraines/headaches"), headache ("headaches") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff underwent abdominal hysterectomy laparoscopy, bilateral salpingectomy laparosc, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma, ovarian cyst and migraine was resolving, the wound haemorrhage, headache, dysmenorrhoea, visual impairment, fatigue and weight increased outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, visual impairment, weight increased and wound haemorrhage to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after surgery, left with permanent scars insertion details - right- 2 to 3 left- 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: device placement was successful. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and mr received, new reporter, essure lot number and concomitant medication added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 43-year-old female patient who had essure (batch no. A47949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, snoring, fatigue, vaginal bleeding, nausea and appetite lost. Ethnicity african american. On *(B)(6) 2016 CT abdomen and pelvis with IV contrast findings abdomen pelvic: lung bases are clear bilaterally. There are a few left adnexal cysts present uterus is boggy and there are 2 linear metallic densities in region of the fallopian tubes most likely secondary to previous surgical procedure. There are a few left adnexal cysts present. Uterus is boggy and there are 2 linear metallic densities in region of the fallopian tubes most likely secondary to previous surgical procedure. Multiple phleboliths. Unremarkable abdomen pelvis. On (B)(6) 2016, surgical pathology report showed container labeled ", uterus, cervix, bilateral fallopian tubes." Specimen consists of a 160 gm uterus with attached cervix and bilateral fallopian tubes. The uterus measures 7 x 6.8 x 4.5 cm with attached cervix measuring 3.6 x 3.4 x 1.8 cm. There is a centrally located os measuring 0.5 cm in diameter. The cervical mucosa is smooth and pink. Sectioning of the uterus revealed an endometrial cavity lined by a thin pink endometrium measuring up to 0.1 cm in thickness. The myometrium measures up to 2.5 cm in thickness. The myometrium measures up to 2.5 cm in thickness. The left fallopian tube measures 7 cm in length up to the fimbriated end. There is a para tubal cyst proximal to the fimbria measuring 1 cm in diameter. Sections contain clear fluid. The cystic wall is smooth with no gross area of palpitation. Sectioning of the fallopian tube revealed a gray transected lumen. No gross mass present. The right segment of fallopian tube measures 5.5 cm in length up to the fimbriated end. There is a para tubal cyst proximal to the cystic duct measuring 0.6 cm in diameter. The cyst contains clear fluid. The cystic wall is smooth. Sectioning revealed a gray transected lumen. No gross mass present. On sectioning of both of the fallopian tubes, there is a coiled wire in the lumen. Representative sections from a1- a6. Concurrent conditions included obesity, abdominal pain, palpitation, poor vision, dizziness, presbyopia, chest pain, shoulder pain, sleep apnea, pain in arm, musculoskeletal pain, menstrual cycle abnormal, oligomenorrhea, pain in hip, weight loss, uterine enlargement, stomach pain, anxiety and behavioural disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, metoprolol tartrate, naproxen, sumatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision got worse") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced wound haemorrhage ("bleeding from her wound from the (B)(6) 2016 surgery"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"), ovarian cyst ("ovarian cysts"), migraine ("migraines/ migraines/headaches"), headache ("headaches") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff underwent abdominal hysterectomy laparoscopy, bilateral salpingectomy laparosc, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma, ovarian cyst and migraine was resolving, the wound haemorrhage, headache, dysmenorrhoea, visual impairment, fatigue and weight increased outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, visual impairment, weight increased and wound haemorrhage to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after surgery, left with permanent scars. Insertion details - right- 2 to 3. Left- 3 to 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: device placement was successful. Lot number: a47949, manufacture date: 2012-09, expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced wound haemorrhage ("bleeding from her wound from the (B)(6) 2016 surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), uterine leiomyoma ("fibroids") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (plaintiff underwent abdominal hysterectomy laparoscopy, bilateral salpingectomy laparoscopy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma and ovarian cyst was resolving and the wound haemorrhage outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst, pelvic pain, uterine leiomyoma and wound haemorrhage to be related to essure. The reporter commented: most of plaintiff's symptoms resolved after surgery, left with permanent scars. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.